Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys vitamin b12 immunoassay results from 7 patients on a cobas 6000 e 601 module. For patient (B)(6), the initial b12 result was 164.4 pg/ml. The sample was repeated the next day and the result was 244.5 pg/ml. For patient (B)(6), the initial b12 result was 175.9 pg/ml. The sample was repeated the next day and the result was 254.2 pg/ml. For patient (B)(6), the initial b12 result was 165.6 pg/ml. The sample was repeated the next day and the result was 262.7 pg/ml. For patient (B)(6), the initial b12 result was 85.44 pg/ml. The sample was repeated the next day and the result was 171.7 pg/ml. For patient (B)(6), the initial b12 result was 113.3 pg/ml. The sample was repeated the next day and the result was 200.1 pg/ml. For patient (B)(6), the initial b12 result was 142.4 pg/ml. The sample was repeated the next day and the result was 231.3 pg/ml. For patient (B)(6), the initial b12 result was 142.8 pg/ml. The sample was repeated the next day and the result was 227.1 pg/ml. No questionable results were reported outside of the laboratory. It is unknown which results were deemed correct. The b12 reagent lot is 588538. The expiration date was requested but not provided.

Manufacturer narrative:
The alarm trace showed some sample pipetting alarms prior to the day of the event. The field service engineer verified analyzer operation and maintenance. Calibration and qc were performed successfully. The investigation is ongoing.